Event description:
It was reported that high capture thresholds and decreased sensing r-wave amplitude variation was observed on the rv lead. It was uncertain if lead had externalized conductors were observed. Lead was capped on (B)(6) 2015 and a new lead was implanted. No further information available.